Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14496. It was reported the patient was unable to enter into MRI mode due to impedance issues. As a result, the patient may undergo surgical intervention in the future to address this issue.

Manufacturer narrative:
A patient was unable to enter into MRI mode due to impedance issues was reported abbott. As a result, the patient's lead was explanted and replaced to address the issue. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates one lead was explanted and replaced to address the issue. It is unknown which lead was replaced therefore both are being reported.